Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. Device review: the actual device involved is not available for eval and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three months prior to the event. Lot history reviews were conducted for the identified lots; no manufacturing non-conformances were identified and the lots met all finished goods release criteria. Medical records review: due diligence has been performed by the manufacturer to obtain add'l info regarding this pt and event. No add'l info has been provided by the user facility. A supplemental report will be filed if add'l info becomes available. The system level review of the 2008k2 device and concomitant products found no indication that the products caused or contributed to the clinical event.

Event description:
It was reported by the facility biomed tech that a hemodialysis pt was receiving her dialysis treatment when approximately 13 mins into her treatment, she complained of shortness of breath. The treatment was stopped and then the pt coded;. Info provided by the clinic manager: the pt was taken to the hosp emergency room where she was intubated for respiratory assistance. Due to these respiratory issues, the pt's family made the conscious decision to discontinue life support measures. The pt subsequently expired on (B)(6)2013.